Manufacturer narrative:
The local area field representative was contacted for additional information regarding event details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead had pulled back and exhibited variable threshold measurements. Subsequently, the rv lead was surgically abandoned and replaced. It was noted that the pacemaker was explanted and replaced during the same procedure due to safety mode. No additional adverse patient effects were reported.